Event description:
During angioplasty, 7 cm proximal tip of rebel 3.0/20mm catheter, including balloon, became dislodged from catheter. Physician attempted snaring of balloon which was unsuccessful. When guide wire was removed from lad, balloon was attached and re-located to the rt femoral iliac. Pt stabalized w/temporary pacemaker/iabp and sent to or for by-pass surgery. As of 11/03/97 pt doing well.